Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37603, serial# (B)(4), product type: implantable neurostimulator.

Event description:
The healthcare provider (hcp) reported that it was hard for the patient to change groups and could take up to an hour in the morning. He was holding the remote over his implant during this time. The patient&#62688;programmer was in a car accident and was believed to be not working correctly. However, the hcp had not seen the programmer and the patient did not bring it to his appointment on (B)(6) 2016. The patient wanted two programmers. The hcp also mentioned that the patient turned stimulation off for bedtime. As stimulation increased when turned on in the morning, he experienced shocking. They tried soft starts, but the patient needed a longer adjustment. He had two groups, one lower amplitude that he used first thing after waking, and then adjusted to the second group after approximately ten minutes, which was his therapeutic amplitude. The patient later reported that the car accident was about eleven months prior to (B)(6) 2016. The shock he received when turning therapy on in the morning was at the implantable neurostimulator (ins) site. It felt like someone took an electric wire to his nerves. At one point, it got so bad it almost dropped him to the floor. The shocking began in (B)(6) 2016 and was a gradual change. The patient suspected his programmer may be causing the shocking because it was also involved in the car accident and it got thrown around the car pretty bad. There was no visible damage to the programmer. The patient received a new program and they wanted him to dial it down and back up throughout the day and night. However, it took an hour from start to finish because the programmer "could not handle the double duty."&#63520;he clarified that he used one controller for both sides. He saw the on and ok message on his programmer and group a was active. The patient was able to change to group b without any problems, but wanted to change back to group a. He changed back to group a without a problem. The programmer appeared to be working as intended, but the shocking was not resolved. He would follow-up with his hcp about the continued shocks. The patient&#62688;indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.